Event description:
It was reported that during reprocessing the da vinci si surgical fenestrated bipolar forceps instrument was noted to be frayed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was frayed at the distal idler. No damage found on the pulley or the clevis. The instrument passed electrical continuity testing. Engineering also found there were scratches on the surface of the distal pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.